Event description:
The product complaint report shows attorneys alleges pt's death was due to a 7200 ventilator malfunction. It is not verified that the unit malfunction. This report is not an admission by mallinckrodt nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.